Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was hcp mentioned the patient had not used their device in about 5 years and the ins's battery was dead. Pt programmer could not be connected to ipg. Agent reviewed magnetic resonance imaging (MRI) eligibility. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt). Pt reported that the device never worked. Pt said that a technician tried to tune signal to the location of the pain, but it was never successful. Pt said that the device caused them to be exhausted by the end of the day, so therefore, they shut it down and have not used it since. Pt said that they don¿t plan on ever using it and want the control box removed from their back asap.